Event description:
It was reported that during a port placement procedure, the introducer needle was allegedly found to be cracked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2025).

Event description:
It was reported that during a port placement procedure, the introducer needle was allegedly found to be cracked thus making impossible the plunger pressure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Gross, microscopic visual and functional testing were performed. Under microscopic observation, multiple cracks were observed on the introducer needle hub. Upon infusion, leaks were observed throughout the introducer needle hub. Therefore, the investigation is confirmed for the reported needle hub crack issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024), g3, h2. H11: g1, h6 (method, result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: b5, d4(expiry date: 04/2025), g3. H11: d4(medical device lot number). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer needle was allegedly found to be cracked. Thus making impossible the plunger pressure. There was no reported patient injury.